Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) the connector was noted to be damaged, as the two-piece connector module had separated.

Event description:
It was reported that there was t-wave oversensing (twos) and small r-waves. The lead was capped and replaced. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.